Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported during use of the cook cutting loop a part of the cutting loop fell off into the patient and the fragment was retrieved. No unintended portion of the device was left in the patient¿s body. There was no need for any additional procedures due to this event. There was no adverse effect or consequence to the patient due to this occurrence. Additional event, patient and device information has been requested from the user facility. No new information has been received at the time of this report.

Manufacturer narrative:
Investigation summary: a review of the device history record, complaint history, and instructions for use, specification, and quality control was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history and complaint history search cannot be completed at this time as there was no lot number was provided. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.